Manufacturer narrative:
The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per service record opened. The system found to meet all cosmetic and performance standards. There was no returned sample. With no additional, related information provided, the customers¿ reported event was not able to be confirmed. Based on the information obtained, the root cause of the reported events is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract surgery an ophthalmic console exhibited with no reflux and patient experienced capsular bag rupture. Surgery was completed on same day. Additional information has been requested. Additional information received indicating procedure was aborted and no implantation was performed on the day.